Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01415 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01395 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The physician pulled the entire device in order to remove the device from the patient. However, the clip remained attached to the tissue despite the nurse repeatedly releasing the clip. Then, the clip was noted to have detached into the patient before it was pulled through the endoscope. The detached clip was removed using a retrieval net. Another resolution clip device was opened to be used; however, the clip would not release from the catheter to deploy after it grasped and locked onto tissue. The user removed the device from the patient by removing the entire device. The clip detached within the endoscope, and was able to be retrieved from inside the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly was fully deployed and not returned. A kink was noted in the control wire. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report #3005099803-2015-01415 pertains to the first resolution clip device and manufacturer report # 3005099803-2015-01395 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The physician pulled the entire device in order to remove the device from the patient. However, the clip remained attached to the tissue despite the nurse repeatedly releasing the clip. Then, the clip was noted to have detached into the patient before it was pulled through the endoscope. The detached clip was removed using a retrieval net. Another resolution clip device was opened to be used; however, the clip would not release from the catheter to deploy after it grasped and locked onto tissue. The user removed the device from the patient by removing the entire device. The clip detached within the endoscope, and was able to be retrieved from inside the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.